Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with a dislodged left ventricular lead the day following initial implant. The lead was explanted and replaced with a lead that better suited the patient's anatomy. The patient was recovering following the procedure.